Event description:
It was reported that the patient was admitted to the cardiovascular intensive care unit (cvicu) with persistent increasing pressor requirements. The patient's lactate and urine outputs were normal. The patient's central venous pressure was rising, and eventually reached 16 mmhg. A transesophageal echocardiogram (tee) was performed which showed significant underfilling of the left atrium and left ventricle. The left atrium was found to be much smaller than it had been pre-operation. The patient went back into the operating room for mediastinal exploration and the insertion of a temporary right ventricular assist device (rvad). Along with implanting the rvad the patient was treated with inotropes, inhaled nitric oxide, and vasodilators.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 21jul2021. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported right heart failure could not be conclusively determined through this investigation. It was not indicated how the device contributed to the right heart failure. No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The right heart failure the patient was experiencing appeared to have began after left ventricular assist device (lvad) implant. It was thought that the device may have caused or contributed to the right heart failure.